Event description:
The customer contacted stryker to report that the menu key of their device was not responding. In this state the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The cause of the reported issue could not be determined. The returned device was scrapped by stryker.

Event description:
The customer contacted stryker to report that the menu key of their device was not responding. In this state the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative evaluated the customer's device and was unable to duplicate the reported issue. During inspection, the stryker service representative noticed that service wrench was visible due to a non-critical event code. The device was deemed unrepairable. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.